Event description:
We received a report that after a tecnis 1-piece zcb0000235 was implanted, the surgeon realized a tecnis multifocal should have been implanted. The patient was brought back to surgery, the iol was removed and the multifocal implanted. The lens was discarded in the field and will not be returned.

Manufacturer narrative:
(B)(4) - explant of intraocular lens. All pertinent information available to the manufacturer has been submitted. Placeholder.